Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the lead could not be implanted due to anatomy and phrenic nerve stimulation. The lead was not used and was replaced. No patient complications have been reported as a result of this event.